Manufacturer narrative:
(B)(4). This customer reported that during use of the m3713a defibrillator pads on an fr2 AED, the pads ECG rhythm could not be analyzed. The involved patient died but there is not yet any available information about the relationship of the device behavior to the patient outcome. The date of incident is not yet known. This complaint is still being investigated. A follow-up report will be submitted after philips obtains more information about this event.

Event description:
This customer reported that during use of the m3713a defibrillator pads on an fr2 AED, the pads ECG rhythm could not be analyzed. The involved patient died but there is not yet any available information about the relationship of the device behavior to the patient outcome.